Event description:
It was reported that the subject device´s light cable connection was loose. This occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8, g3, g6, d8, h2, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause was the adhesive connection of the light guidepost has come loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.